Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for high blood glucose. Customer's blood glucose was 473 mg/dl. Customer's blood glucose at time of the call was 43 mg/dl. Customer was wearing the device at time of the hospitalization. After troubleshooting, customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.